Manufacturer narrative:
Results: the nose cone was removed from the handle body and it was noticed to be damaged. A 0.020¿ pin gauge was able to advance through the damaged nose cone. The handle body was undamaged. The handle body was opened and all components within the handle were undamaged. Conclusions: evaluation of the returned handle revealed the nose cone was damaged. The nose cone was measured and was found to be out of specification. If a device is forcefully advanced into the handle, damage such as this may occur. During functional testing, while attempting to detach a demonstration coil using the handle, the proximal end of the pusher assembly became stuck within the handle. Evaluation of the returned pc400 revealed a fractured pusher assembly. If the device is forcefully mishandled while retracting the device from its packaging hoop, damage such as a kink may occur. If a kinked device is further manipulated, damage such as a fracture may occur. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01346.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). The physician detached a pc400 using the handle, however, the physician then found that the proximal end of the pusher assembly was stuck in the handle. The procedure was completed using additional pc400s and the same handle. There was no report of an adverse effect to the patient. While preparing another pc400 for the procedure, the hospital staff found that it was kinked within its packaging. The damage to this pc400 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new pc400.